Event description:
During a revision of a competitor component, wouldn't screw down which meant end wouldn't expand and hold the troch grip in place. Another item was used instead and case completed as originally planned with 15 mins delay but no medical intervention required.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.